Event description:
Fill volume: asku. Flow rate: asku. Procedure: cervical fusion, arthrodesis of occiput to c-1, c1-c2. Cathplace: asku. Upon review of the (B)(4) database, a patient reported incident was found. It was reported by a patient that an incident of a reaction occurred with the use of a pump. Immediately after inserting a pump, the ventilator had to be reinserted because the patient's throat swelled and tongue was hanging out of mouth. The patient was diagnosed with a latex allergy. Patient contact information was not provided. The device is not available for return.

Manufacturer narrative:
(B)(4). Event date (B)(6) 2014. Date FDA received 02/20/2015. Method: the device was not available for return and analysis. The lot number was not provided; thus, the device history record (DHR) review could not be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: the device was not available for return to halyard for evaluation; therefore, we are unable to test the device and determine a cause for the reported event. Limited information was provided in the database and the device cannot be ruled out as a cause or contributing factor to the patient's reported experience. An MDR has been reported. Therefore, this event represents a reportable serious injury. Per the technical bulletin for on-q latex sensitivity (B)(4), the on-q pump is manufactured with multiple layers. The outer layer of the pumping chamber is composed of natural rubber latex. This natural rubber layer is prevented from contacting humans by two other layers. The inner layer of the pumping chamber is a synthetic thermoplastic elastomer. The inner layer contacts the fluid pathway and prevents contact with the natural rubber layer. The outer cover of the pump is made of pvc. This outer cover surrounds the pumping chamber which eliminates direct human skin contact with the natural rubber layer. Further information is not expected to be received. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.